Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2014. The patient reported the following discrepancy: cgm reading at 286 mg/dl and blood glucose meter 74 mg/dl. The patient reported insertion in arm, the device is not indicated for insertion in arm. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.